Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported "removal due to breast hard", "prosthesis ruptured". Healthcare professional later reported "suspected rupture and fluid collection outside the capsule", "simple cyst". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and seroma-late: was received on july 18, 2025 with lot number 2776548. Based on the device analysis grid, the assessments of the complaint are: ¿seroma-late: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "removal due to breast hard", "prosthesis ruptured". Healthcare professional later reported "suspected rupture and fluid collection outside the capsule", "simple cyst". This record is for the right side. Device has been explanted.